Manufacturer narrative:
External insulation abrasion was noted at 48.6-48.9 from the distal tip consistent with lead friction the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 6.4-6.9cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate shocks due to noise on the right ventricular lead. The patient did not have any symptoms other than feeling the therapy. The lead was explanted and replaced. Patient was in stable condition after the procedure.